Manufacturer narrative:
This report is for unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient will return for revision surgery due to nonunion of the radius. The patient was implanted with an unknown plate and screws in the original surgery on an unknown date. The revision surgery has not yet been scheduled. This is report 2 of 2 for (B)(4). This report is for unknown screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient identifier: (B)(6). This report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Patient code 3191 is used to capture additional medical/surgical intervention required and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the locking compression plate (lcp) system due to nonunion of the radius. The patient was originally implanted with an lcp system on (B)(6) 2019. The patient outcome was reported as good after the procedure. Concomitant devices reported: 3.5mm lcp plate 8 holes 111mm (part number 223.581, lot h745081, quantity 1), lcp one-third tubular plate with collar 5 holes/57mm (part number 241.351, lot h750374, quantity 1), screws: cortex (part number unknown, lot unknown, quantity 5), screws: locking (part number unknown, lot unknown, quantity 2). This report involves one (1) unknown screws: cortex. This is report 2 of 10 for (B)(4). This product complaint (B)(4) is related to (B)(4).